Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple basals and boluses and all the basals and boluses were registered properly in the daily total history. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having problems with extreme low blood glucose. The caller stated that she was treated by the paramedics and taken to the emergency room. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that the insulin pump was delivering too much insulin for basal rates even though she was not manipulating the basal rates. No further information was provided.